Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states that the left wheel axle broke and his left rear wheel came off. He states he was making a turn and the wheel just came off. He had a attendant with him and the attendant was able to keep him from falling.